Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
The report indicated that after completing an afib cardiac ablation procedure with a varipulse catheter, the patient experienced pericardial effusion treated with pericardiocentesis. Initially, the trupulse generator displayed error 307, "high voltage" error for different, alternating electrodes. The cable was replaced without resolution. The varipulse catheter was replaced, and the issue persisted. The grounding pads were disconnected from the baylis rf (radiofrequency) generator, and the issue was resolved. The procedure continued. After the atrial fibrillation case was completed, a pericardial effusion was discovered and confirmed via ice (intracardiac echocardiography). The medical intervention provided was pericardiocentesis, and it was unknown how much fluid was removed. The patient is in stable condition. The varipulse catheter was used at a flow rate of 30 ml/min. One transseptal puncture site was performed during the procedure with baylis nrg transseptal needle. Prior to noting the pe (pericardial effusion), ablation was performed. No evidence of steam pop. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation.